Manufacturer narrative:
(B)(4). It was reported that patient underwent sling revision, urethrolysis, kelly "lplication" and cystourethroscopy on (B)(6) 2013 for dyspareunia, complication of vaginal and genitourinary device and stress urinary incontinence. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted along with concurrent cystoscopy for stress urinary incontinence. It is reported that the patient experienced chronic pain, dyspareunia, infections, recurrence and worsening of incontinence and other urinary problems, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported a different mesh was implanted with an avaulta hook. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.